Manufacturer narrative:
A review of the functional test, complaint history, device history record, instructions for use, specifications, and visual inspection of the returned device were conducted during the investigation. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The device was returned with the udh handle in the open position and the basket formation in the closed position. The pin vise knob was noted to be tight and secure. An attempt to actuate the basket formation was made without success. The udh handle feels stuck, the thumb knob will not move. A visual examination of the returned device noted no kinks, bends, or damage to the basket sheath. The clear wire sheath was accordioned at the base of the wire and one clear wire sheath was kinked. An attempt was made to separate the basket formation without success. The ngage nitinol stone extractor is shipped with instructions for use which clearly state the proper warnings, precautions, and instructions for use: "this device is conductive. Avoid contact with any electrified instrument. Enclose device in sheath before removing from tray/holder. Excessive force could damage device." Based on the information provided, the root cause could not be determined. Measures have been initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a retrograde intrarenal surgery (rirs) procedure. The device in use was an ngage nitinol stone extractor. The attending physician indicated that during procedure the basket would not operate properly. The handle on the basket would not work. The basket was exchange with a new one and the procedure was completed successfully. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.